Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support and was informed to continue using the pump. They were also instructed to call back if the malfunction code recurs, which the caller acknowledged and understood.